Event description:
The following is based on the medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of ventral hernia and incisional hernia with implant of composix kugel mesh. Lysis of adhesions was performed. (B)(6) 2006 - pt underwent incision and drainage of a small soft tissue collection, presumed to be a hematoma or seroma. Only 0.5 cc of fluid was obtained, and culture was negative. (B)(6) 2006 - pt underwent exploratory laparotomy for recurrent hernia, which was repaired with manipulation of implanted composix kugel mesh. Incarcerated omentum was dissected and reduced. It is noted that the mesh was folded over. According to a primary care physician notation, the mesh was found balled up in one corner, was apparently straighten and re-sewn in place. (B)(6) 2006 - pt went to a pain clinic for left sided abdominal pain. (B)(6) 2006 - pt developed multiple recurrent ventral hernias with incarcerated loops of small bowel and colon. Lysis of adhesion was performed. The composix kugel mesh was partially explanted, however a portion that was densely adherent to a loop of small bowel was left in place to avoid small bowel injury. No areas of ischemia or coagulative necrosis present. Hernia defects were repaired with a non-bard mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The pt has multiple co-morbidities including smoking, obesity, and multiple abdominal surgeries. The information provided indicates that the pt developed and was treated for seroma and adhesions, which are known adverse events listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. There is no indication of defective mesh, and no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted.